Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). Patient described shocking and broke out in hives during the trial. Patient went to emergency room (ER), and hospitalization was noted. Patient claimed with device off shocking was less but still occurred. The cause is unknown. This occurred the second day of the trial. The leads used for the trial were products owned by the customer that they wished to use for the trial. The trial devices were removed and discarded, and this resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-may-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 03-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.